Manufacturer narrative:
The suspect positioning sensor unit (psu) and transceiver were returned to the manufacturer for analysis. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: a medtronic representative reported that the firmware was reloaded onto the system when the replacement of the other components. The suspect power supply was returned to the manufacturer for evaluation. The representative found tampering on the power board where multiple components were unplugged, bent or misaligned. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
(B)(6). On 01/12/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/19/2017 a medtronic representative, following-up at the site, reported making recommendations to the site regarding shut-down and start-up procedures, documentation was created to instruct the site in use of their navigation system. On 01/27/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Camera exhibited communication issues. Replacement camera did not resolve the issue. Return requested. Replacement multi-out power supply, fiber nav interface transceiver and fiber equipment rack transceiver were shipped to site. No parts have been received by manufacturer for analysis.

Event description:
A site physician reported that, while in a cranial procedure, their navigation system camera experienced an issue with communication. The issue was reported as intermittent. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of their navigation system to complete the procedure. Delay in therapy was less than one hour. There was no impact on patient outcome.